Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices referenced in describe event or problem are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 9f sheath prior to balloon valvuloplasty. Reportedly, three proglide devices "misfired'. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The balloon valvuloplasty procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. Ten minutes after the patient was returned to the ward it was noted that the patient had no peripheral pulse. An angiogram showed no blood flow down the leg. The superficial femoral artery was surgically repaired to restore blood flow. The surgeon found the sutures had captured the posterior wall, with the knots in the lumen. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, additional information was received: surgical repair to restore blood flow was performed in the common femoral artery not the superficial femoral artery as previously reported.